Event description:
My pacemaker had a faulty lead. I was out on the boat when it started to misfire. If it happened 45 seconds earlier, I would have been in the water. The pacemaker shocked me over 50 times before I made it to the hospital where they placed a magnet over it to deactivate the device. I had it removed and replaced on the (B)(6) and went with a different company.